Event description:
Per the clinic, the patient experienced an infection and skin breakdown which leads to extrusion of the implant (date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 08, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 9, 2022.